Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature: "a case of cerebral air embolism during diagnostic flexible bronchoscopy" hikaru toyota, md, et al.     This case study presented an elderly patient who underwent diagnostic flexible bronchoscopy to re-biopsy the growing primary tumor in the right lower lobe (rll), which happened to develop air embolism and subsequent transient ischemic heart attack. The precise pathogenesis cannot be determined but the study assumed the 2 factors are thought to be involved in the development of air embolism: a portal of entry and a pressure gradient. A portal of entry is hypothesized as a biopsy-caused defect in a blood vessel wall adjacent to abnormal lung tissue, with failure of protective vasoconstriction that would normally occlude the defect. Initially, it was said in the study that the air must have entered from the biopsy site. Again, a pressure gradient that enables air to enter a blood vessel may result from bronchial pressure due to wedging of the bronchoscope, and/or coughing during the examination. Again, this pressure gradient is said to have exaggerated in some lung segments because 4 of 6 previous cases involved a biopsy of the rll. The present patient also underwent an rll biopsy, which further suggests an increased risk for that segment. During the lung biopsy, the patient's ECG show bradycardia with st-elevation. The patient became unreactive with conjugate deviation to the right and left hemiplegia. Thirty minutes later, the CT scan showed several round lucencies indicating cerebral air embolism which led to a transient ischemic heart attack. The authors surmised the air must have entered from the biopsy site. In addition, the patient began having clonic seizures after she was transferred to a special facility for hyperbaric oxygen therapy. After 2 sessions of hyperbaric therapy her neurological deficit was cured and she was discharge 9 days later. The study concluded that the patient was continued the medicine for 9 months, almost until her death without any neurological symptoms. The death is unrelated to the olympus device.     The patient experienced the following adverse events during and after the procedure with the olympus device: brady cardia, cerebral air embolism, transient ischemic heart attack, and clonic seizures.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.